Event description:
As reported to the implant patient registry (ipr), approximately 1 year, 3 months post-implant of a 20 mm sapien 3 ultra valve in the aortic position, the 20 mm sapien 3 valve was explanted and an inspiris resilia surgical aortic valve was implanted. No additional information was provided. The reason for explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The complaint for unknown explant was unable to be confirmed; therefore, a lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the complaint was unable to be confirmed, a complaint history review is not required. The commander delivery system with s3/s3u IFU was reviewed. Device explant is a known potential adverse event. Noted under precautions, ''long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance''. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the device history review (DHR) did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve approximately 1 year and 3 months months post-tavr is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.